Event description:
No additional information. Event date was corrected.

Manufacturer narrative:
(B)(4). Eval: results: (stent thrombosis, dissection).

Manufacturer narrative:
Date of event was (B)(6) 2010, not (B)(6) 2010 as previously reported.

Event description:
Two endeavour drug-eluting stents (ref. MFR 2953200-2010-01537) were implanted to the proximal lad. During this index procedure, a dissection was noted distal to a stent and a second stent was placed. It is reported that approximately 2 months post index procedure, the pt suffered a stent thrombosis, and was resolved on the same day. Investigator stated that the event was severe in intensity, not related to the study drug, not related to the study device, and not related to the procedure.